Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that the battery cap was damaged. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/30/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2014 with the following findings: during testing, the display was found to be dim and discolored. Evaluation also revealed that the returned battery cap threads were stripped. A test battery cap was able to be fully secured to the pump and was used to complete all testing. Unrelated to the complaint, evaluation revealed that the keypad cover was cut and torn at the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts. (B)(6).